Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The service engineer verified on-site that the ventilator failed pre-use check with message "the leakage value is too high". After following the recommendations in the service manual and cleaning the inspiratory tube, the ventilator passed functional tests and was cleared for clinical use. No further issues have been reported. The reported leakage issue can be confirmed in the provided device logs. This malfunction is a pre-use check related failure and will not affect on-going ventilation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).